Event description:
The customer reported that their lh750 instrument leaked an undetermined amount of fluid on the right side of the instrument and that the leak was contained within the instrument. At the time of the event, the customer was performing quality control (qc), therefore, patient results were not affected. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. On the day of the event, a field service engineer (fse) found tubing disconnected at the peltier which delivers reticulocyte clearing solution. The fse reconnected the tubing and repaired the leak. The leak consisted of reticulocyte clearing solution. Fse found no blood in the leak. The root cause was the tubing disconnected at the peltier on the lh750 instrument.

Manufacturer narrative:
(B)(4).